Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(4) 2024, it was reported that the patient faced that there was a blockage in the tubing. The patient changed soft cannula infusion set only and resumed insulin. No further information available.